Event description:
The customer reported to customer svc that her transformer got hot. Customer also reported no injuries sustained from the issue.

Manufacturer narrative:
A replacement transformer was sent to the customer. In f/u with the customer, she indicated that the transformer housing got hot but there was no hole in the transformer housing. She also indicated that she did not witness any sparking, fire or flame and that no injuries were sustained as a result of the issue. When the transformer was received by medela it was noted that the transformer housing has a small hole in the corner of the housing, which is a safety risk. As a result of CAPA (B)(4) which was initiated for pump in style transformer overheating/melting issues, a field action safety notification was initiated on 04/04/2011. Activities related to this notification are on-going. A visual examination of the power supply revealed the transformer housing had a hole melted in the corner of the housing, exposing inner electrical circuitry. A visual examination of the cord revealed nothing unusual. The power supply was plugged in and the voltage across the dc plug was measured zero, which is not normal and indicates that the power supply is not producing the correct voltage. Resistance across the dc plug was 0.12, which indicates that there is a short in the dc cord. Smoke, fire and sparking were not observed while the power supply was plugged in. The resistance across the ac blades measured open circuit, which is not normal and indicates that the thermal fuse was blown.